Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved in the reported complaint and completed a device evaluation. Failure analysis could not replicate or confirm the reported failure to activate energy as the instrument was too damaged for testing of energy functionality. However, electrical continuity was tested and passed. The conductor wire was inspected and no physical or cosmetic damage was found. Additional observations not reported by the site were also identified. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The pulleys exhibited no damage. Other cables were also not damaged. Cable breakage may be attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collusions during use or during reprocessing.

Event description:
It was reported that during a da-vinci assisted surgical procedure, the 8mm permanent cautery hook instrument's energy could not be activated. The procedure was completed with no reported injury.